Manufacturer narrative:
System logs for the event date were not available for intuitive surgical, inc. (Isi) to review. .

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax that required placement of a chest tube and hospitalization. The biopsied lesion was 2.5 cm in size and located in the left upper lobe. A post procedure chest x-ray identified a pneumothorax; therefore, a 14 french chest tube was placed later that day. Per the physician, there were no issues with the ion system, instrument, or accessory occurred and the pneumothorax was likely caused by unspecified biopsy tools and the procedure itself. The patient was hospitalized for 5 days then discharged home. The diagnosis was adenocarcinoma.